Event description:
The device involved in this case has been returned and evaluated. The test strips involved in this case failed functional testing due to 7 strips have chipped enzyme. One test strip has white substrate line.